Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Mechanical interaction with blood (hemolysis): the cause of the issue was not determined without returned product and sufficient clinical details. Clinical symptom (ischemia, thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptom (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced hematuria and leg ischemia that was subsequent to the side port of the impella clotting off. On support day 2, it was reported that the patient had blood-tinged urine. It was reported later that the hemolysis was resolved, however no further information was reported. Additionally, it was reported on support day 2, that the side port of the impella clotted off and subsequently the patient¿s leg was cold. A femoral-to-femoral bypass was performed, and a red cap was placed on the side port. Following the femoral-to-femoral bypass, the patient¿s pulses returned. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.